Event description:
The reporter stated the surgeon inserted and removed an aa4203tl toric silicone single piece lens due to vitreous loss. A capsule tear had occurred and an anterior vitrectomy was performed. An anterior chamber lens was implanted. The reporter stated the lens was changed per the surgeon's request and the surgeon felt the incident/injury was not product related. The patient's current prognosis is good. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.